Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 2500 ohms. As a result, the device emitted beeping tones. The clinician knows this is a known issue and will bring the patient in for follow-up. At this time, the implantable cardioverter defibrillator (ICD) and ra lead remains in service. No adverse patient effects were reported.